Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed failed battery and low battery alarm. The customer¿s blood glucose level was 300, 189, 329, 274, 297, 273, 222, 160, 71, 232 and 188 mg/dl. Customer¿s current blood glucose value was 107 mg/dl the customer was treated with pump, syringe and injections. The customer experienced symptoms such as thirsty and not feeling well. The customer was assisted with troubleshooting for failed battery and under delivery. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.